Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The receiver failed to take the charge and boot up. The receiver was observed to be perpetually rebooting so the receiver logs could not be downloaded in this state. The functional testing was attempted but could not be performed as the receiver was perpetually rebooting. The receiver case was opened and the ui pcba was detached to download the receiver logs. During the log review, no issues related to the customer's complaint were observed within the investigation window. During internal inspection , no evidence of any burnt and\or damaged component were found. The reported event of an overheating receiver could not be confirmed.  The root cause could not be determined.